Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. The reported event of broken fasteners presenting in use is confirmed as broken fasteners were returned with the device as reported. Functional evaluation of the sample returned resulted in the deployment of fasteners without any issue. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, broken fasteners presenting in use is likely the result of forces applied while in use within the inguinal space. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported that during a laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation deployed a broken fastener while attempting to fixate a mesh. As reported broken fastener was removed from the patient¿s body. It was also reported that the procedure was completed using another device. There was no reported patient injury.